Event description:
As reported for this event by the customer, during an unknown therapeutic procedure the device fiber broke and caused a small fire to the drape. There is no harm to the patient.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the fiber is broken and one end looks burnt with melted tefzel. The distal end has signs of use/ burn-back. The fiber broke apart into two separate pieces. One half of the break is clean and the other half appears to have burnt significantly with nearly an inch of the fiber coating having burnt/ melted off, confirming the report of a fire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the fire on the drape and the fiber breaking occurred due to user mishandling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming beam at the tip of the fiber before delivering high energies or damage to the endoscope may result." "Do not pinch or otherwise excessively bend the fiber when lasing. Fiber failure may occur." "Do not use a defective or damaged laser fiber. The fiber may be damaged if stepped on, pulled, left lying in a vulnerable position, kinked, or tightly coiled." "Visually inspect the entire length of fiber for flaws or defects before use. If any damage is observed such as breaks, kinks or damaged components, do not use the fiber, retain the device for manufacturer notification and use a replacement." Olympus will continue to monitor field performance for this device.